Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022, prior to insertion when package was first opened. The blood glucose level of the patient was around 100 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.